Manufacturer narrative:
The lot number was not provided. Therefore, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Possible causes of this event are: not enough viscoelastic, incorrect loading techniques (not according to the dfu), or other surgical procedures such as capsulorhexis, phacoemulsification and irrigation/aspiration. Which can lead to a damaged capsule. The most probable root cause of this event is user related factors.

Manufacturer narrative:
The product evaluation has been completed. One cartridge was returned loose in the lens box with the tip bent. As the original packaging was not returned, the lot number cannot be determined. There is a small amount of dried solution visible in the tip, but none in the loading deck area. Functional testing could not be performed due to the damage. The investigation is ongoing.

Manufacturer narrative:
The reporter has indicated that the device is not available for evaluation. The investigation is ongoing.

Event description:
It was reported that the patient¿s capsule ruptured during a phacoemulsification procedure while implanting the intraocular lens (iol) into the patient¿s right eye. The iol optic was clear and free of debris/deposits. No further complications were noted. The lens was removed intraoperatively and replaced with a lens of a different model and diopter. The patient did not notice a decrease in their vision. Though requested, no additional information was provided.